Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after an extremity angioplasty interventional procedure. Reportedly, resistance was felt after the sheath was split approximately two-thirds of the length. The device was removed without using the safety release mechanism. Manual arterial compression was applied to achieve hemostasis. Patient was given fentanyl. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. It was reported that the device was removed without using the safety release mechanism. The starclose se instructions for use states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device by sliding the safety release to collapse the vessel locator wings. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional information. Reported device (B)(4): the device was removed without using the safety release. Per the instructions for use: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps below: retract the thumb advancer as far as possible until resistance is felt. Slide the safety release to collapse the locator wings.